Event description:
A customer reported a use-error (reuse of a single-use device) during the use of a homechoice device. A nurse reported that they received an alarm and the power went out, patient (pt) was connected (addressed in a separate report). The nurse unplugged the machine and plugged it back in which restarted the priming process. The pt was connected during this priming stage, which constitutes a reuse of a single-use device. The nurse stated the pt would finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.